Manufacturer narrative:
This initial and final emdr is being submitted to FDA as a reportable event that occurred in the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # (B)(4). Hoya due diligence is documented under internal (B)(4). Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). IFU not followed - it was noted that bss was used. The precautions section of the product's instructions for use (IFU) states: the lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was not consistent to reported information. Bss was used as a mixture of lubricant in this case. No abnormalities were found in the production and inspection records of the product. (Serial no.: (B)(6); model: b1pc). We also confi rmed there were not anyabnormalities on the loop pull strength test record of the material lot. (Sotj-g115-03) the dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Damaged haptic after implantation it was noted that bss was used in addition to provisc. Doctor observed broken haptic on the lens after implantation. Doctor removed the iol and implanted a backup 18.5 d iol. Patient health not impacted; patient has recovered and is fine.